Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed calibration during device servicing. There was no patient involvement, and no harm or injury reported. The ventilator failure to calibrate indicate a failure of the active exhalation module. The device's 3-way solenoid and proportional valves were replaced to address the issue.